Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Event description continuation: the patient did require hospitalization in the ICU overnight and the drain was removed the following morning. The patient was monitored over the weekend and discharged home on the following monday. The patient has fully recovered. The physician¿s opinion regarding the cause of this adverse event is that he thought the tamponade was associated to force during radiofrequency application.

Event description:
It was reported that a (B)(6) patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. During the procedure there was a force noted of 100 grams. Approximately 20 minutes later, the patient was found to have a pericardial effusion. The effusion was tapped and the procedure was continued. The patient was transferred to the intensive care unit (ICU) and there was no further effusion. The patient also experienced pericarditis pain. The surgeon believed that this event occurred during a burn and thought it was due to high force. There was no increase in impedance noted on any of the burns. There was a one hour delay in surgery. Additional information was received on the event. A transseptal puncture was performed with a brock needle. The patient was heparinized and the anticoagulation was maintained at 250 - 350s. Heparin was reversed when the tamponade was discovered. The tamponade was discovered one hour into the case and checked by the anesthesiologist, as the patient's blood pressure was lagging. The physician drag burns so the exactly time or site of burn which may have contributed to adverse event is unknown. On average the physician was on site for 20-30 seconds. There was no obvious or sharp impedance rise seen on any of the radiofrequency trace. Settings during the event include: power 30 w / power control mode / irrigation flow setting of 600ml/hr / st. Jude medical sl1 8.5f sheath was used. The power was not titrated. There were no error messages observed on biosense webster equipment during the procedure. A non-bwi ibi generator and non-bwi irrigation pump were used. A pericardial tap was performed and 750ml of blood was drained. The patient had pericarditis pain post procedure which relieved prior to discharge.